Manufacturer narrative:
It was reported by customer that bd alaris tubing that was leaking. One unused sample was received for quality evaluation. Visual inspection was conducted and no damages or abnormalities were identified. The sample was primed with water and monitored to identify any issues. There was no air-in-line, leakage or occlusion identified. The customer complaint of leakage could not be replicated. A root cause of the reported failure was not determined because the failure was not replicated with the sample submitted. A device history record review for model 2420-0007 lot number 24066829 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that bd alaris tubing was leaking.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.